Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an impella 5.5 was being prepped for an implant. When the pump was connected to the automated impella controller (aic) a controller error alarm occurred. The staff exchanged the aic for a new one and attempted to prime the impella, but the alarm persisted and the impella pump could not be primed successfully for insertion.

Manufacturer narrative:
The fm optical signal issue was added based on the investigation as the controller errors prevented the user from being able to prime the pump. Optical signal issue. The cause of the optical signal issue was a kinked optical fiber line resulting from tubing lines within the patient cable sliding out and into the red handle due to an improper manufacturing sequence of tubing line assembly into the patient cable. No component related defect. Priming issue. There is no problem found with the priming issue as the purge system was unaffected and it was the controller errors from the optical signal issue preventing the pump to be primed.